Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow- up, the device was in back-up mode with a cell voltage of 2.42v. After a microprocessor reset, the microprocessor could not be restarted.